Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients date of birth was not provided when asked. The patients weight is not provided when asked. Race: this information was not provided when asked. Date of event: this information was not provided when asked. Model #: is not applicable with the exception of serial number as the device is manufactured by prescription. Implant/explant date: is not applicable as the device is manufactured by prescription not implantable.

Event description:
It was reported that the patient encountered "contact dermatitis" reaction from the device. The patient has a nickel and cobalt allergy.

Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: DHR not applicable as the device is fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: no device has been returned from the customer. There have been attempts to establish communication with the patient but there has been no response. However, the non-visual device investigation has been completed. Regarding the device, the provider recommended to the patient to "rinse with water and clear mouthwash or mild soap." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. However, the customer did not provide the information regarding how the patient handled and maintained the device. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.